Event description:
Please note: this report pertains to the first of two devices that were used during the same procedure. Refer to manufacturer report # 3005099803-2008-02934 for a description of the second device. It was reported to boston scientific corporation that an autotome rx sphincterotome was used during an endoscopic retrograde cholangio-pancreatography (ercp) procedure in 2007, (patient age and weight are unknown). According to the complainant, during the procedure, it was noted the autotome tip was "smashed" and "frayed" when the device came out of the scope. The physician successfully completed the procedure with a different device. No patient complications were reported as a result of this event. The patient's condition was reported as "ok".

Manufacturer narrative:
The device has been disposed of; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event. Device discarded.